Event description:
It was reported by the china food and drug administration (cfda), adverse reaction event center of shanghai, and not reported directly to medtronic by the customer, while in use on a patient, this 840 ventilator shutdown and stopped delivering breaths. The patient was removed from the ventilator and placed on an alternate ventilator without injury.

Manufacturer narrative:
Section a specific patient information cannot be provided due to the china personal information protection law. H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Although requested, no ventilator logs were made available for review. It was reported by the china food and drug administration (cfda), adverse reaction event center of shanghai, and not reported directly to medtronic by the customer, while in use on a patient, this 840 ventilator shutdown and stopped delivering breaths. The device was not available for evaluation. This event was reported from the adverse reaction event center of shanghai, rather than reported directly to medtronic by the customer. The evaluation of the ventilator was performed by hospital staff. The hospital staff checked and found that the battery module was faulty and the backup battery could not be started. The battery module requires replacement and was ordered. With the available information, the likely cause of the event was isolated in the field to a potential faulty battery module. The ma nufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a data monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.